Event description:
It was reported that the wing nut broke off the distractor rack. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the wing nut has broken off the tooth rack retractor. The wing nut was not returned for inspection which makes an exact determination of this event impossible. The received parts of the toothed rack retractor were analyzed for conformance to print specifications; no abnormal findings were identified. We have to assume that the mechanical overloading on the screw may have led to the breakage. We are not able to determine the exact cause.